Event description:
The customer reported that the system would not boot up. There is no report of death of serious injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was evaluated and replaced. The system was tested and found to be working as intended and returned to service.